Event description:
It was reported that on (B)(6) 2024, the threads at end of the driving cap that screw into the insertion handle broke off in the handle while striking the driving cap with a mallet, leaving the black tip of the driving cap stuck in the threads of the handle. Outcome of the surgery was as consented, and the surgery was completed successfully. This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3/h6: investigation summary: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified the product was not returned to depuy synthes, however photos were provided for review. The photo investigation of '03.033.001, radiolucent insertion handle frn' can not revealed the reported condition as functional issue can not determined by photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the radiolucent insertion handle frn would not contribute to the complained device issue. Based on the investigation findings, cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.033.001-us lot number: 5367p37. Manufacturing site: hägendorf. Release to warehouse date: 11.april.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.